Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the b12lt device was returned in good condition. The obturator and the sleeve assembly were visually inspected and no broken pieces were observed. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the trocar tip is broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was optical tip (lens) broken or was trocar sleeve broken? Distal end of sleeve was broken. Did any component break off of trocar and fall into patient? No. If component broke off of device, was component retrieved? How was case completed? Damaged trocar was replaced to new one.